Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. Visual inspection was performed. The missing pole clamp rubber was identified during the visual inspection. The cause of the condition was unable to be determined. The device was removed from service due to an unrelated issue addressed in a separate complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have missing pole clamp rubber. No additional information is available.